Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the procedure details are unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log file confirmed the malfunction with the x-ray generator hardware. During troubleshooting, the fse identified the problem with ups (uninterruptible power supply) and x-ray generator. The failure analysis of the ups 1 phase data integrity controller confirmed the mode of the failure with several burnt components. Additionally, the hivo (high voltage) transformer was returned for analysis and a short circuit was also confirmed. However, the fse replaced the ups 1 phase data integrity controller, main fuses and the inverter unit of the x-ray generator which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not start up. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.